Manufacturer narrative:
Other, other text: one level 1 hotline low flow system was returned for analysis. Wear and tear damage was noted on the enclosure, drain fitting, water tank cover, front cover and line cord. The technician filled the reservoir with water, attached temperature check to hotline, plugged in line cord, and turned on power switch to perform safety and electrical test. The reported issue was confirmed and is due to leaking from the water tank cover. The cover was replaced along with other damaged parts and components.

Event description:
Information was received indicating that the level 1 hotline low flow system leaked from the bottom screw by the clear cover. There were no adverse events reported.